Event description:
The device was returned for service. During service by baxter, broken doors #2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported the pump ¿occlusion channel 2¿. Information was not provided regarding whether or not the problem occurred during a patient infusion.evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of ¿occlusion channel 2¿ was confirmed, cause by broken door # 2review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.